Manufacturer narrative:
Device analysis report is attached. Device analysis indicated device failure. This report is submitted on june 19, 2024.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2024 due to no benefit leading to device non-use. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on april 23, 2024.